Manufacturer narrative:
Name: abbvie inc. Street: 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a possible infection. The patient's son reported that the patient received a prescription from a dermatologist for a 10-day course of antibiotics and had already started treatment.